Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the common internal artery (cia) and internal iliac artery (iia) using pod packing coils (pod pcs), non-penumbra coils, and a lantern delivery microcatheter (lantern). It was reported that the patient¿s anatomy was slightly tortuous and calcified. During the procedure, the physician placed one pod pc and another coil in the target vessel using the lantern. While advancing the next pod pc through the lantern, the physician experienced resistance, and the podc became stuck at the mid-shaft of the lantern; therefore, the pod pc was removed. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends and kinks throughout its length and was fractured. The embolization coil was detached from the pusher assembly. Offset coil winds were present throughout the length of the embolization coil. The stretch resistant component (pe fiber) was fractured. Conclusions: evaluation of the returned pod pc revealed pusher assembly kinks, a pusher assembly fracture, the embolization coil was detached from the pusher assembly and had offset coil winds, and the pe fiber was fractured. These damages were not mentioned in the reported complaint and are likely incidental and may have occurred after removal from the procedure. Based on the return condition, the root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: (B)(4)..